Manufacturer narrative:
Reference: (B)(4). Concomitant products: catalog number: 01-1003-6165, response small set screw driver, lot number: 2823-b. Foreign source: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00010.

Event description:
It has been reported that during a spinal correction procedure, two small set screw drivers fractured. The fractured pieces had to be removed from the patient which added a delay in surgery greater than thirty minutes. No adverse events have been reported as a result of the malfunction.